Event description:
It was reported this right atrial (ra) lead was explanted due to fracture. The lead also exhibted impedance issues and high thresholds. This lead is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.